Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that during use of the pen ii omnitrope pen 10 the plunger lost resistance making clicking sounds then skip and clicks again. The following information was provided by the initial reporter: "the pen when he injects seems to be slipping, it did have very clear, distinct clicking sounds and feel, but now it clicks, skip and clicks again, I am just afraid it isn't dosing correctly."

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ii omnitrope pen 10 the plunger lost resistance making clicking sounds then skip and clicks again. The following information was provided by the initial reporter: "the pen when he injects seems to be slipping, it did have very clear, distinct clicking sounds and feel, but now it clicks, skip and clicks again, I am just afraid it isn't dosing correctly".